Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). The device history record was unable to be reviewed for this device, as the documents for this serial number could not be obtained. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the channel was leaking, the distal end plastic camera body was not an approved olympus part and had chips and dents, the protective coating on the bending portion of the device, the adhesive for this protective coating, the objective lens, the light guide lens, and the insertion tube were all not approved olympus parts, the adhesive on the protective coating of the bending portion of the device was melted, discolored, and had pinholes, the light guide lens was dirt, the light guide bundle had breakage and corrosion, the eyepiece was foggy, the insertion section failed the electrical insulation test, the control body was missing the red paint indication, the eyepiece body was missing the screw, pin, and glue, the diopter ring would not move, and the angulation lever, angulation control knob, and control knob would not move. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the oes cystonephrofiberscope was producing a blurry image. The issue was found during reprocessing of the device. Inspection and testing of the returned device found the control body port and seal were lifting. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.